Event description:
It was reported that the right atrial (ra) lead had no capture, no sensing of atrial fibrillation (af), an increased impedance and has most likely dislodged. The lead was left in place and a new ra lead was attempted to be placed three times but dislodged each time. A narrowing was observed in the superior vena cava (svc) when placing the new ra lead and the doctor decided to forego replacing the non-functioning ra lead so as to not produce svc syndrome. The physician found it to be more important to place a left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.